Manufacturer narrative:
The subject device was received and inspected in the (B)(4). Evaluation determined that the device cannot be switched on, found a defective cyber board. Additionally, the coil was observed to be torn off and was suspected to be due to transport or fall. The identified parts needs to be replaced. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with noise during movement. The issue occurred during device inspection. There was no patient involvement on this report. No user harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Damage found on the device are most likely caused by improper care during transportation. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: "we recommend careful inspection of all equipment upon receipt and prior to each use as a safeguard against possible injury to patient or operator." (Unpacking and initial inspection, page 6). Olympus will continue to monitor complaints for this device.